Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, the customer put air in the cuff, but it would not be inflated. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and one photo was received for evaluation. Visual and functional testing was performed. Visual inspection found not enough solvent at joint. Functional testing found leakage was detected between the check valve and pilot balloon. The root cause of the reported issue was found to be assembly error. Customer complaint notification was performed on 15-dec-2022 to production personnel as awareness to failure mode reported. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).